Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, cs100 intra-aortic balloon pump (iabp) display was flickering. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse reset the connections of the display board and the video receiver board. The unit was observed for more than one hour. The iabp was then handed over to the customer in good, working condition.

Event description:
N/a.